Manufacturer narrative:
Neither the device nor any imagining is available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace creo rods that were found broken post operatively.